Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this event and will file a f/u report when our eval is concluded.

Event description:
The customer has a 92518 gas module connected to xprezzon monitor. The customer reported, "the gas parameter began to flicker and blink, then finally lost communication."